Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and 06) occurred with multiple new cartridges. Reportedly, the customer followed the prompts when loading the cartridges and the pump did not go outside the allowable operating altitude range. Customer's blood glucose level was approximately 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (torn bellows).